Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. The measurements were noted to be out of range for approximately six months. Technical services (ts) potential lead replacement at routine device change out. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was explanted and replaced during routine device change out. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Records indicate the lead was retained by the hospital. If information is provided in the future, or upon completion of analysis if the lead is returned, a supplemental report will be issued.